Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported mobility concerns. The patient saw their dds who referred them to an orthodontist because they have bleeding gums, chipped teeth and the patient now has an overbite. No additional details are available at this time.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.